Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer kept shutting down however the power supply was replaced as a preventive measure, however analysis did confirm that it was not able to be updated with new software and therefore the hard drive was reconfigured and then the software was reloaded. The missing stylus was also replaced and calibrated. The device then passed its final functional and system tests. No other anomalies were found.

Event description:
It was reported that the programmer kept shutting down. It was further reported that it was attempted to be updated via the software distribution network however it was not successful. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under section-conclusion code(s). If information is provided in the future, a supplemental report will be issued.